Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female pt had a rash under the front therapy electrode (te) that spread from under her breast to her stomach and was bleeding. The pt's physician instructed the pt to try different ointments, creams, and powder. The rash started to improve a little bit, but the pt ended use of the livevest.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.